Manufacturer narrative:
This is two of three final MDR reports being submitted for this complaint with associated MFR # 2954740-2016-00160 and 1226348-2016-00125. Common device name changed from "cnv dcs coils" to "neurovascular embolization device". The deltaplush will not be returned, as there is no alleged quality issue no root cause determination can be made. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Headache, represented by neurologic symptoms and intracranial hemorrhage are known potential adverse events associated with the use of the codman embolic coils and the enterprise stent and are listed in the ifus as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that target aneurysm anatomy, target lesion occlusion percentage and patient factors may have contributed to the reported events.

Manufacturer narrative:
This is two of three initial MDR reports being submitted for this complaint with associated MFR # 2954740-2016-00160 and 1226348-2016-00125. (B)(4). Concomitant products: unknown 5 fr microcatheter; prowler select plus microcatheter (lot unknown); envoy da catheter (lot unknown); berenstein guiding catheter; bentson guidewire; agility guidewire. The deltaplush will not be returned, as there is no alleged quality issue no root cause determination can be made. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by (B)(6); subject (B)(6) was enrolled in the study on (B)(6) 2016. Pretreatment angiogram performed on (B)(6) 2016 revealed an anterior circulation, side wall, saccular aneurysm located on the left side wall of the cavernous segment of internal carotid artery (ica). The saccular aneurysm had a maximum dome height 2.4mm, dome width 2.7mm and dome neck 2.7; dome to neck ratio 1. Diameter of the parent vessel proximal and distal to the aneurysm was recorded as 3.8mm. No report on vessel tortuosity recorded. Baseline nihss of 0, baseline mrs of 0. Patient underwent stent assisted coiling on (B)(6) 2016 with no reports of intra-operative complications (thrombosis, stenosis, and vasospasm) or device malfunctions. Enterprise stent (enf401612c/10665773), deltaplush coil (dpl10015120/p11377) and microsphere xl 10 coil (ssr10025320/p11661) were the devices used in the procedure. Aneurysm was treated to 90-99% occlusion, raymond score 3 with residual aneurysm. Patient was discharged on (B)(6) 2016. On (B)(6) 2016, site reported patient experienced shortness of breath, pneumonia, headache and ich with a date of onset (B)(6) 2016. Event of shortness of breath and pneumonia were reported to be non-neurologic events. These events were reported to be new, severe and serious adverse events. The events were reported not related to the codman study device or other devices used, not related to the study procedure and not related to the underlying disease state. The events were reported to be resolved with no residual effects with (B)(6) 2016 as the date of resolution. On (B)(6) 2016 patient also presented with headache and left convexity subarachnoid hemorrhage which were reported to be neurologic events. The events were reported to be new, moderate severity and serious adverse events; not related to the codman study device or other devices used, not related to the study procedure and not related to the underlying disease state. The events were reported to be resolved with no residual effects with (B)(6) 2016 as the date of resolution. Patient was discharged on (B)(6) 2016. Stent and coil remains implanted. Products are not available for analysis.